Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic prolapse, cystocele, rectocele, enterocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Products were verified by stickers. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystourethroscopy and placement of left ureteral stent, transvaginal excision of exposed and eroded anterior vaginal and bladder mesh, cystotomy repair x 2, and transvaginal excision posterior vaginal mesh on (B)(6) 2013, due to mesh exposure both in the bladder and in the vagina, mesh contracture, pelvic pain, dyspareunia, recurrent utis and urinary nocturia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent transvaginal excision of exposed and eroded anterior vaginal and bladder mesh and transvaginal excision posterior vaginal mesh on (B)(6) 2013.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy, placement of left ureteral stent, transvaginal excision of exposed mesh, eroded anterior vaginal and bladder mesh, cystotomy repair x 2, transvaginal excision of posterior vaginal mesh on (B)(6) 2013 due to mesh exposure in both vagina and bladder, mesh contracture, pelvic pain, dyspareunia, urinary nocturia and recurrent uti. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic prolapse, cystocele, rectocele, and enterocele.